Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex m100 set, there was an external fluid leak observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures and video shows a fluid leakage located at the junction of the segment of the replacement line connected to the bubble trap and the y connector of the replacement line. The reported condition was verified. The leak is due to missing glue on the replacement line. Should additional relevant information become available, a supplemental report will be submitted.